Event description:
The patient stated that she was excited because she wasn't "puddling" anymore but she started crying when she stood up and wet herself. The patient was reported poor communication on the patient programmer. The patient was recently implanted and still had bandages or swelling present. The change in therapy symptom was noted as sudden. The patient was instructed to attempt to communicate once swelling or bandages have been removed. The patient indicated that they were educated under anesthesia. The patient stated she was not in any pain and has not had to take her pain pills she was given. Patient stated she was also given amoxicillin in case of an infection. Patient reported she had an accident in her pants and currently did not feel stim. The patient called back 3 days later she was still getting poor communication and had further symptoms, including frequency (going 1.75-2 hours) and wetting the bed. The patient stated she replaced the pp batteries. The patient reported successful connection with ins off, program 1, 1.3v. The patient turned ins on and reported comfortable stimulation in bicycle seat area at 1.3v. The patient reported urgency/wetting bed.

Event description:
Additional information received from the patient reported that she was still figuring out how this worked. The setting was 4.4, which was totally high, in the doctor's office. Now it was at 2.5. The patient was experiencing this as a good number and could see changes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.